Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5 months after the dental implant was installed in intraoral region #23 it was verified its non- osseointegration. Forty-two (42) ncm of primary stability was achieved and immediate load was executed. The patient presented bone type iii and fenestration has occurred during surgery.